Event description:
It was reported that the packaging was not in a good condition and a kink/ bent was observed on the venous line. Customer states that the kink/bent makes use very difficult. The failure was detected on 3 products from same lot number. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that the packaging was not in a good condition and a kink/ bent was observed on the venous line. Customer states that the kink/bent makes use very difficult. The failure was detected on 3 products from same lot number. No harm to any person was reported. The product investigation could not be performed since the product was discarded by customer. However, photographical evidence was provided by customer which shows the reported failure ¿kink at tube¿ clearly, based on this failure could be confirmed. The production history records (dhrs) of the affected hqv 13122 with lot# 3000375337 was reviewed on 2024-05-07. According to the DHR results, the product hqv 13122 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The reported failure ¿kink¿ at this specific tubing set for article number 701046406 was occurred for the first time in 2 years trend search review. Therefore, this case has been handled as a single case. Further, it was confirmed by hospital all products received from the same lot number were used without a problem. Exact root cause of the reported failure could not be determined however according to the risk assessment file of the product the probable causes could be related with: manufacturing process. Inappropriate packaging. Mechanical damage of the tubing set due to wrong handling. Mechanical damage of the device during transportation / storage. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint # (B)(4).